Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had inappropriate therapy last year therefore, tachy therapy was programmed off. It was noted that the patient also has a micra pacemaker and the qrs complex is wide. A few weeks ago, the patient underwent a wise implant, and a subcutaneous electrocardiogram (s-ECG) was captured the morning after implant, and it was noted the ECG is narrower. The field representative wanted programming recommendations. Technical services (ts) reviewed device data and informed the primary vector is the best option. R-wave were small, and ts informed smart pass may not enable. Ts recommended performing pocket manipulation to determine if the device is mobile and if noise can be re-produced. Troubleshooting was performed and the representative confirmed the device was not moving however, when programmed in primary there was oversensing of p-waves. Tachy therapy will remain off. Ts suggested getting x-rays. Since implant, the electrode could be suboptimal and contribute to the poor sensing. The field representative will follow-up with physician. At this time, the system remains in service. No additional adverse patient effects were reported.